Manufacturer narrative:
The field complaint of the stylet being unable to be withdrawn from the lead was confirmed. A complete lead was returned in one piece with a stylet inserted and was unable to be removed. Visual inspection revealed the ptfe coating of the stylet to be bunched up and clogged inside the inner coil at the connector pin region with the inner coil bunched up and pulled back proximally. The ptfe coating of the stylet clogging the inner coil at the connector pin region likely caused the withdrawal difficulty. All damages noted are consistent with procedural damage.

Event description:
During the initial implant of the lead, the stylet was unable to be withdrawn from the left ventricle (lv) lead. The lead and stylet were replaced and the procedure was completed with no consequences to the patient.